Event description:
Allegedly, patient was revised due to mom complications: loose acetabular cup; pain; unable to stand or walk for longer than 15-20 minutes at a time; hair loss. Left.

Manufacturer narrative:
This is the same event as 3010536692-2015-00946.